Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced cloudy effluent (presumed to be a possible infection) coincident with peritoneal dialysis (pd) therapy. The cloudy effluent was manifested with symptoms of abdominal pain. The cause of the cloudy effluent was not reported. On an unreported date, the patient was hospitalized for the cloudy effluent. On an unreported date, the patient was treated with antibiotic therapy for the cloudy effluent. The outcome of the event was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was admitted to the hospital. The patient was treated with ceftazidim, intraperitoneally (ip, 250mg, 4 times/day), cefazolin (ip, 250mg, 4 times/day) and heparin (ip, 2000 iu, 4 times/day) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.